Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the "options" button became unresponsive to presses when the customer was attempting to load a new cartridge. Troubleshooting with tandem technical support was performed. Customer's blood glucose level was elevated (300 mg/dl). Reportedly, customer has a back up pump for insulin therapy, and stated they will deliver a bolus to stabilize blood glucose level.